Event description:
It was reported that during a mammary ablation and axillary lymphatic tissue evacuation, several clips were lost because they dropped from the jaws before the surgeon was able to close them around vessels. Also, it was noticed that clips do damage to vessels. No bending of the instrument or unusual noises were heard during use of these products. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). The analysis results found that the devices (a and b) were returned in good visual condition. In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing, the devices were cycled, fed, and formed the remaining clips as intended. The devices were found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch records were reviewed and no anomalies were noted during the manufacturing process.